Event description:
During an unknown procedure, it was reported that the "clip" would not feed. It was reported that the device was non-functional. There was no consequence to the pt.

Manufacturer narrative:
Conclusion: based upon the info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received in good physical condition. The instrument was examined, it was found to be functional, and was cycled, fired, and properly formed the remaining 10 staples without incident. No conclusion could be reached as to why the reported instrument's "clip would not feed" during surgery. Comments: each instrument is evaluated during assembly process to ensure that staples feed, fire and form correctly.